Event description:
It was reported that during a procedure the physician experienced issues with the generator during four procedures. It repeatedly displayed alert messages and the screen went blank. Three benign prostatic hyperplasia cases were completed, but procedure times were prolonged due to the device malfunction. The fourth case was aborted. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.